Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer experienced an elevated blood glucose level of 530 mg/dl, and went to the emergency room (ER) on (B)(6) 2025. The customer received both subcutaneous and intravenous fluids of saline and insulin to address the bg. The customer was released 6-7 hours later on (B)(6) 2025 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.